Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to button error alarms and no button response. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.